Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician suspected a device malfunction as the patient¿s heart rate was about 20 beats per minute post gastro procedure. It was also noted that the right ventricular (rv) lead exhibited low r-waves and they appear to fluctuate. The device and rv lead remain in use. No further patient complications have been reported as a result of this event.